Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error, where reuse of supplies from a previous therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of a check supply line alarm, the patient reported that connected during prime of peritoneal dialysis on the homechoice. The patient explained that they had been in dwell and had pressed buttons to clear the alarm, causing the machine to restart therapy. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.